Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an upgrade procedure this right atrial (ra) lead was surgically abandoned. It was reported that the lead was inhibiting pacing as a result of oversensing. A new ra lead was successfully implanted. No adverse patient effects were reported.